Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (128-fxxx) issue. The reporter stated that the pump¿s battery life was shorter than expected and not meeting the user¿s expectations. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/21/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/07/2014 with the following findings: there was a replace battery alarm observed in the pump history. The replace battery alarm could not be duplicated when rewind was selected and current pump readings were within specification.